Manufacturer narrative:
No direct product analysis could be performed as the catheter was disposed of by the facility. As no technical examination of the affected device could be performed, it is not possible to conclude the cause of the complaint. The device history records for the reported product lot number have been reviewed and no quality issues were noted.

Event description:
During an arteriovenous dialysis graft declot treatment, it was reported the catheter's marker band came off and was successfully retrieved. No patient complications were reported to have occurred as a result of this event.